Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description field for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the atrial pacing lead impedance measurement of this cardiac resynchronization therapy defibrillator (crt-d) system was found to be high out-of-range. It was also noted that the health care professional (hcp) was confused about current device programming setting for atrial pacing. Technical services (ts) explained device programming to the hcp and analyzed the presenting electrogram (egm). The right atrial (ra) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this crt-d system remains in service.

Event description:
It was reported that the atrial pacing lead impedance measurement of this cardiac resynchronization therapy defibrillator (crt-d) system was found to be high out-of-range. It was also noted that the health care professional (hcp) was confused about current device programming setting for atrial pacing. Technical services (ts) explained device programming to the hcp and analyzed the presenting electrogram (egm). The right atrial (ra) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, this crt-d system remains in service.